Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting a false negative result with cell# 1 of vss758 on provue. Vss752 cell# 2 gave a "?", nrd (no results detected) and was visually confirmed as a 1+ reaction in mts anti-igg gel card. The patient was later identified to have possible anti-d and anti-c. Customer indicated that the event occurred on (B)(6) 2015. The gel card in question was brought to the service rack and the customer visually noted a 1+ reaction to cell#2 (d pos) that prompted further investigation. The customer then went on to test by the manual gel method with 15 min incubation and reports a 3+ reaction to the cell #1 and cell# 2 to the antibody screening cells. Customer was able to identify an anti-d and anti-c based on resolve panel studies. 0.8% surgiscreen lot# vss758 exp 10.27.2015. Patient had no previous antibody history. Ocd has confirmed that no incorrect or erroneous results have been reported as a result of this reported concern. All reagent red cells and gel cards have all been confirmed to have normal appearance and have been stored according to their package insert indications. No discrepancies with the daily qc reported by the customer. Ocd asked customer to repeat the testing on provue with a new set of screening cells of same lot. Ocd recommended customer to verify that cells are resuspensed before loading onto provue. Customer agreed and will call back to give update. Ocd has requested the fax of the batch listing report, showing the image to be faxed to ocd. Customer repeated testing switching the old and new reagent red cell sets in the following way: -original patient sample and newly opened set of reagent red cells lot vss758, thoroughly mixed, run on provue. Results were cell# 1= 2+ and cell# 2= 2+. -same patient sample and original reagent red cell set lot# vss758, thoroughly mixed, run on same provue. Results now were cell# 1= 2+ and cell# 2 = 2+ no false negative. Customer provided the following patient history: first time patient: no antibody history, female, not pregnant, abo rh typing: b positive (possible partial d). Customer repeated the qc and all the samples with the first set used the original red cell set gave the expected results.